Event description:
It was reported that the system with this right atrial (ra) lead and a pacemaker triggered a lead safety switch alert due to high, out of range pacing impedances at two specific instances. When testing the ra lead, both in uni and bipolar, noisy signals were reproducible, specifically from movement in unipolar. The patient is ra pacing dependent, and as reproducible noise in bipolar was not as robust as in unipolar, the lead was left in bipolar. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.